Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The connectors and boards were re-seated during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9900 system had an intermittent fast stop error message displayed. No pt injury was reported.